Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). The problem code captures the reportable event of working channel sleeve protrusion. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the procedure, the physician noticed that the working channel sleeve of the spyscope ds protruded. A spybite biopsy forceps was inside the spyscope ds when it protruded. Reportedly, no part of the spyscope ds device detached and there were no reported issues with the accessory device. The procedure was still completed with this device. There were no user injuries nor patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.